Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315.8 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared degraded. Examination under magnification confirmed that the pattern of the tip was consistent with normal degradation. No physical damage was observed with the fiber body or connector. Functional analysis found that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event of fiber broken before use was not confirmed. The fiber received for analysis showed signs of use (normal degradation at the tip). Laser fibers are consumable devices and expected to degrade with use. Functional analysis found that there was a distorted light from the sma connector, indicating a fracture within the fiber connector. Although the details of the event stated that the fiber was not used, the condition of the returned device is consistent with use during a procedure. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector. A fiber broken within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Therefore, the most probable cause was found to be adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used in a ureteroscopy (urs) procedure performed on (B)(6) 2021. During preparation, the head nurse noted that the fiber looked to already be damaged/broken when the package was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector. Boston scientific has been unable to obtain additional details regarding the event, despite good faith efforts to date.